Event description:
Rn of home pt (hp) reports pt line of homechoice set was not priming completedly. Rn reports hp noted subsequent shoulder pain due to excess air. Rn reports, hp is relatively new, however is aware of proper priming procedure. Per rn, an x-ray was not performed to confirm presence of air. In addition, rn reports culture that was drawn indicated no growth. Rn reports pain has subsided on it's own with no resulting injury or medical intervention required as a result.